Event description:
Customer reported hospitalization due to coma, the blood glucose reading was high. The current blood glucose reading is 131 mg/dl. The blood glucose reading at the time of the event was 890 mg/dl. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had intermittent act button response due to corroded keypad trace. Cracked case all corners of display window, cracked reservoir tube lip, cracked battery tube threads and scratched display window and broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.